Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter back out occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter, "the patient was used the closed intravenous indwelling needle during the infusion on (B)(6) 2019, and the indwelling catheter fell off during the infusion on the next day, so it could not be used, so the patient was immediately given a replacement, which caused the pain of the second puncturing for the patient."

Manufacturer narrative:
H.6. Investigation: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see h.10

Event description:
It was reported that catheter back out occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter, "the patient was used the closed intravenous indwelling needle during the infusion on (B)(6) 2019, and the indwelling catheter fell off during the infusion on the next day, so it could not be used, so the patient was immediately given a replacement, which caused the pain of the second puncturing for the patient."